Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was material missing and the conductor wires was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps wire was damaged. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the central processing, the cable of the fenestrated bipolar forceps was broken. The procedure was completed with no patient harm and no delays.